Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited no capture at high output. All other electrical parameters were noted to be adequate and the chest x-ray performed did not indicate any overt dislodgement. On (B)(6) 2018, the lead was capped and replaced successfully. No patient symptoms were reported.